Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received in good physical condition. When tested electrically the instrument failed continuity of the yellow (cutting) button on the rocker switch. The instrument was disassembled and inspected. The switch assembly was inspected and it was noted that the dome had shifted. This shift resulted in the dome shorting the activation circuit which resulted in a continuous activation. This issue is currently under investigation.

Event description:
It was reported that during a laparoscopic hysterectomy, the device had a difficulty in sealing from the beginning. Although the device was replaced to another one, the same event occurred. The 2nd device was used to complete the case. The devices were used for the para-aortic. There were no adverse consequences to the patient. Nine devices (two device was the complaint device) were will be returning.